Manufacturer narrative:
The scope was reprocessed with one of the following endoscope reprocessors: oer-6 s/n: (B)(6) oer-6 s/n: (B)(6) oer-6 s/n: (B)(6). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that the ultrasound bronchofibervideoscope was incorrectly reprocessed. The scope was processed with an endoscope reprocessor that did not have concentration checks conducted after every use. The customer did not discharge wastewater into the drainage, but neutralized it prior to disposing of it. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 5 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It was reported that the concentration check was performed after wasting fluid. Therefore, it is likely the event occurred due to a handling method of the facility staff. The event can be prevented by handling the device in accordance with the following section of the instructions for use: 3.11 inspecting the disinfectant solution¿s concentration level. Olympus will continue to monitor field performance for this device.